Event description:
Additional information was received that this product was a part of a system revision one year later due to infection. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of a replacement cardiac resynchronization therapy defibrillator (crt-d), this chronic right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms, loss of capture (loc) and high pacing threshold measurements. A new lead was unable to be implanted due to patient anatomy. The device was programmed to ventricular only therapy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.